Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states some of the screws are loose and falling out at the handbrake which causes the handbrake to not lock correctly. Customer is aware this is more than 14 years old.